Event description:
During morning truck checks, the customer reported the autopulse platform (sn 34846) was found with a malfunctioning display screen. No error message was displayed but the screen was blank with pixelated dots all over. No patient involvement.

Manufacturer narrative:
The customer's complaint that the display screen of the autopulse platform (sn 34846) was blank with pixelated dots all over was not confirmed during the functional testing. The reported complaint was not reproduced during the functional testing. Nevertheless, the lcd screen was replaced as a preventive precautionary measure, as the lcd may have had some intermittent technical problems that could not be directly identified during the functional testing. The autopulse platform passed the functional testing without error or fault. The autopulse platform was subjected to a 15-minute run-in test using a large resuscitation test fixture (lrtf) with no issues found. The autopulse platform was power cycled multiple times and internal inspection of the ap platform was performed. No problem was noted, and the platform functioned as intended. Although the reported lcd problem was not reproduced during the testing at zoll, an intermittent issue could not be ruled out. Therefore, the lcd screen was replaced as a preventive precautionary measure to address the reported complaint. Following service, the autopulse platform passed a 15-minute run-in test without fault or error. The autopulse platform passed the final test without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with sn (B)(6).